Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device was returned.

Event description:
Surgeon reported that a segment of the medullary reamer head broke off. He was reaming a tibia - reaming was difficult (had to push hard). The portion that broke off remained mid shaft in the tibia - resting posterior to the implanted nail.